Event description:
When implanting the orsiro, the physician felt that both inflation and deflation was slow.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned orsiro stent system revealed that the instrument was partially filled with contrast medium. After flushing the instrument to remove the contrast medium residue the deflation time from rbp was measured with water and is below the specified maximum value. The balloon could be fully deflated. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined. The device has functioned as intended.